Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the oncology nurse noticed that the pump had leaked when removed from the over pouch supplied by the compounding facility. The nursing staff confirmed there was no skin contact from the nurse or patient. Source of leak was not identified. This issue was prior to use. The actual sample was discarded by the customer. However, a photograph has been provided for investigation. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information h6, h10 one (1) picture was attached and reviewed. The picture attached shows what appears to be a cassette inside a biohazard red bag. The cassette nor the reported issue are visible from the attached picture. The complaint was not confirmed. The root cause remains undetermined. If the product is returned, this complaint will be reopened for further investigation. No root cause can be determined since the complaint was not confirmed because the sample was not returned for analysis. The picture sent does not clearly show where the reported failure occurs.